Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the distal seal and was not returned. The material at the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter of the tip and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance. Factors that can contribute to tip detachment include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. As there was no damage noted during product inspection prior to use, it is likely the tip detachment is related to the procedure. It is likely an interaction with the lesion/anatomy caused damage to the tip, and further interaction during removal could have contributed to the tip ultimately separating outside of the patient anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no lot specific product quality deficiency. The reported failure to advance and noted tip detachment appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
Subsequent to filing of the initial medwatch, new information was received confirming that the tip of the stent delivery catheter detached outside the anatomy during the removal of the device.

Event description:
It was reported that the target lesion was the distal right coronary artery (rca) with moderate calcification. The lesion was crossed with a non-abbott guide wire and pre-dilatated with a non-abbott balloon. An attempt was made to deploy the 2.5 mm x 18 mm xience v stent, but the stent delivery system did not cross the lesion. A non-abbott stent was deployed successfully. No additional information was provided. Device analysis revealed the stent delivery system was returned with the tip separated. The separated portion of the tip was not returned.